Event description:
It was reported a broken head of a total hip endoprosthesis. No details about impact to the patient. Due diligence is in process and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). G2. Report source: germany. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a3, a4, b2, b4, b5, b7, d1, d2, d4, d6a, d10, g3, g6, h2, h3, h4, h6, h11. D6a. Unknown date in 2021. D10. Alloclassic shell item# 4247 lot# 3058043. Durasul liner item# 0100013411 lot# 3050069. Avenir muller stem item# 0106010005 lot# 3028611.

Event description:
It was reported that a patient had an initial right total hip arthroplasty performed on an unknown date in 2021. Subsequently, approximately 4 years later, the patient sustained a bicycle accident resulting in fracture of the ceramic head. Therefore, the patient underwent an uncomplicated head and liner exchange on an unknown date. The initial stem and shell were found stable and left intact. Diligence is completed and no further information on the reported event has been provided.